Manufacturer narrative:
Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Product investigation summary: the investigation shows that the drill bit in question is indeed broken as mentioned in the complaint description. The drill bit is broken in the middle of the flute. The broken part is missing. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information, and without all involved parts/fragments, the exact root cause cannot be determined. It is likely that the cause of the breakage is the result of a mechanical overload situation during use. The microscopic view of the broken surface shows a homogenous surface that indicates material conformity. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Please note: blunt drill bits require more mechanical power during the application; therefore, it is recommended that blunt or damaged instruments be exchanged before surgery. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: october 15, 2014. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier and weight are unknown. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure for distal humerus intra-articular fractures of the elbow on (B)(6) 2015. X-ray images taken immediately post-operative were reviewed with no abnormal findings noted. Upon inspection of the instrumentation used during the procedure, it was discovered that the tip of the drill bit was broken and missing. Another x-ray image was taken the day after the procedure. The tip was discovered to be inside the patient's body. It is unknown at this time if the surgeon will attempt to remove the fragment via a revision procedure. This report is 1 of 1 for (B)(4).